Manufacturer narrative:
Philips has investigated this complaint and confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. To re-establish the connection the philips service engineer removed and re-inserted the battery. When the battery is removed, the power to the footswitch is removed which resets the software. Philips has initiated a medical device correction (2021-igt-bst-020). Updated codes based on investigation.

Event description:
It has been reported to philips that the wireless footswitch did not respond. The wifi and battery indicator were both red. When these indicators are red, they indicate that there is a problem with the battery charge level and the wireless connection. The system was not in clinical use. No harm has been reported to philips. Philips has started a investigation of this complaint.